Event description:
It was reported that during the implant attempt while the physician tried to fix the right ventricular lead, the tip moved and the helix was difficult to extend. There was difficulty during the repositioning attempt while trying to move the lead into the outflow tract. During this time, the right atrial lead dislodged. Both leads were not implanted and different leads were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was blood in/on the helix/lobe mechanism.